Event description:
It was reported that during a tonsillectomy, a short circuit occurred while using the foot pedal. It was noticed that the wires were exposed; there was no spark, smoke or overheating. The case was completed with the same foot pedal with no user or patient injuries.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that the strain relief was broken with exposed wires and the coag pedal cover was missing. The returned device was tested using a known good compatible controller and wand which was found to have an intermittent failure due to the broken strain relief. The complaint was verified and the root cause was determined to be due to normal wear and tear. Factors which can lead to electrical component failure include: (1) damage sustained to the foot control assembly cable which could have been caused by running over with another portable object/machine (2) excessive tensile stress applied to the cable which could have partially broken one or more signal wires causing intermittent failure of the unit. (3) a fluid may have come into contact with the device causing the pedal to prematurely stop working. There were no indications to suggest the device did not meet product specifications upon release into distribution.